Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the impedances of >4000 ohms were observed on some of the bipolar electrode pairs of the patient implantable neurostimulator (ins) when tested yesterday. It was also noted that the patient felt pain during the impedance check. The testing was run at 1.4 volts and 210 u sec. It was noted that patient could not get the stimulation higher than 0.4 volts without experiencing discomfort. In addition, it was reported that an out of regulation (oor) was seen on the electrode pairs (highlighted by a ¿black box¿). It was noted that the patient was getting ¿ok¿ results. The patient did have a serious fall about 3 to 6 months ago. The patient was considering removal of the ins system and had a ¿multitude¿ of health related issues. Additional information was requested, but was not available at the time of the report.